Event description:
The duett sealing device procoagulant component was delivered subcutaneously to a continuously bleeding site via an 18 gauge needle following a hemodialysis catheter placement. This is an off-label use of the duett sealing device. Following the delivery of the procoagulant to the site, the pt went into cardiac arrest and expired. When this incident was reported to vsi, the doctor was not certain that the pt's death was related to his off-label use of the product. Vsi has made numerous unsuccessful attempts to obtain add'l info regarding the cause of death and whether any relationship exists to this use of duett outside of the approved indication. It is unlikely that any further info can be obtained.